Event description:
A patient underwent a biopsy procedure using the maxcore. During the procedure, the cannula of the device snapped off while inside the bone. Further it was reported that 1 mm fragment from the distal end of the cannula remained in the patient. Current patient condition is good.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received two 18g maxcore disposable core biopsy instruments. Product packaging and labels were returned, and product information was verified with trackwise. Samples were randomly numbered for evaluation purposes. Sample 1: the device was received with a needle protector and with a yellow guard attached to the needle. The device appeared to be clean and was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch exposed. On microscopic visual observation (5x- 200x magnification), microscopic observation of the distal tip of the stylet and cannula was completed and no breaks or anomalies were noted. Sample 2: the device was received with a needle protector and with a yellow guard attached to the needle. The device appeared to have residue throughout the needle and was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch exposed. During preliminary evaluation, the device was observed to have self activated, resulting in the maxcore disposable core biopsy instrument returning to its initial position. Microscopic visual observation (5x- 200x magnification), microscopic observation of the distal tip of the stylet and cannula was completed and no breaks or anomalies were noted. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide did not self activate. Upon dimensional observations, the actual notch thickness of the sample was measured, and it was within the acceptable range. One electronic photo was provided and reviewed. The photo shows two maxcore devices with protective tubes and yellow guards, both in a half primed position. Product labeling information was also provided and was verified to match the tw details. Based on the photo review the reported break cannot be confirmed. Therefore, the investigation is unconfirmed for both devices as there is no breaks or anomalies were noted. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A male patient underwent a biopsy procedure using the maxcore biopsy device. During the procedure, the cannula of the device snapped off while inside the bone. Further it was reported that 1 mm fragment from the distal end of the cannula remained in the patient. Current patient condition is good.